Manufacturer narrative:
Since the subject device has been not returned to omsc for the evaluation, the exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that it was found the failure of the subject which was a loaner device at the unspecified timing. At the incoming inspection for the repair, the service department of olympus (B)(4) checked the subject device and found the deep cut and peeling off part on the probe unit of the subject device that reached to the hard part under the pink probe coating. The acoustic lens was pierced and the ultrasound elements were visible. There was no report of patient injury associated with the event.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Since the subject device was not returned to olympus medical systems corp. (Omsc), it could not be investigated. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined. However based on the report of the service department of olympus europe se & co. Kg (oekg) and the subject device manufacture date, omsc surmised there was the possibility this phenomenon was attributed to the aging deterioration of the subject device. Also, it was surmised that it might have occurred due to applying the external force to the malfunction part, such as strong rubbing during normal use, including re-processing. If additional information becomes available, this report will be supplemented.